Manufacturer narrative:
The customer indicated that the device was discarded. The list number of the device that was in use is unknown. The customer reported two possible list and lot numbers 0p317, lot #751265h and 0p285, lot #761115h. The international (B)(4) is comparable to the domestic (B)(4). The domestic list number has a common device name of 80fpa and has a 510k of k933326. The international (B)(4) is comparable to the domestic(B)(4). The domestic list number has a common device name of 80frn and has a 510k of k052052. The international affiliate was contacted, and information on reprocessing the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a disconnection. An unspecified plumset was being used to deliver an unspecified volume of an unspecified concentration of an unspecified solution. The secure lock male adapter was connected to a needle-free adapter. After an unspecified length of time in use, it was reported that the secure lock male adaptor of the tubing set disconnected from the needle-free adaptor. There were no reported adverse patient effects and no reported delay in critical therapy. No medical intervention was reported. Though requested, no additional information was provided.